Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that there was an issue with the implantable pulse generator (ipg) setscrew. The physician noted during lead connection the grommet was stripped and the right ventricular (rv) lead exhibited high impedance. The ipg was attempted/not used and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.